Event description:
Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.

Event description:
Needle breakage-customer states that needle broke in incision during gynecologic procedure. Needle was located and removed extending or time approx 20 minutes.